Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause could not be determined. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI numbers: 1st (superior): ifuse implant, p/n 7055-90, lot# 373335, mfd. 04/03/15, expires 2020-04, UDI (B)(4); 2nd (middle): ifuse implant, p/n 7045-90, lot# 353336, mfd. 02/27/15, expires 2020-02, UDI (B)(4); 3rd (inferior): ifuse implant, p/n 7045-90, lot# 353336, mfd. 02/27/15, expires 2020-02, UDI (B)(4).

Event description:
The patient had a left side si joint arthrodesis in (B)(6) 2015 where three implants were placed. The patient had initial si joint pain relief following the procedure but later complained of a recurrence of pain. The surgeon did not indicate that the implants were loose or malpositioned in any way; however, he felt it was in the patient's best interest to remove the implants. In (B)(6) 2017, the surgeon performed a revision procedure where he removed all the implants using a removal guide and chisels. The status of the patient following the revision procedure is not known.